Event description:
The consumer alleges the chair tipped over forwards, causing her to fall out of the chair. No serious injury is alleged.

Manufacturer narrative:
The consumer was outside and drove over a power cord on the sidewalk which allegedly caused her to tip forward. She fell out of the chair. The consumer was not wearing a positioning strap. The dealer has discussed that she is required to wear a positioning strap. The consumer did go to the hospital. This complaint appears to be the result of a malpositioning stability lock. If the stability lock feature does not engage properly, the chair may tip. Invacare has initiated a voluntary field action (B)(4).